Event description:
It was reported that the implantable cardioverter defibrillator exhibited premature battery depletion. No intervention was performed. There were no patient consequences.

Event description:
It was reported that the implantable cardiac monitor exhibited premature battery depletion. No intervention was performed. There were no patient consequences.